Manufacturer narrative:
A field service engineer was dispatched on (B)(6) 2015. The customer called back with low area waste not backing up and low area without caps. The customer checked tubing from hw to g8. The fse performed a pm in conjunction with the repair. No leaks were observed after doing the pm. The fse replaced the sample loop, calibrated successfully and the qc was in range. No further action was required by field service. The probable cause of the event was fault or failure of the sample loop. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2015 a customer reported a leak at rotary valve with their g8 analyzer. The customer is unable to run hga1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hga1c results. The fse performed a pm in conjunction with the repair. There was no indication of patient intervention or adverse health consequences due to the potential delay in reporting.